Manufacturer narrative:
Investigation completed 7/11/17. Device history record reviewed for product ID a3101, serial # (B)(4) was manufactured on may 3, 2016 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 06/22/2015 to 06/22/2017 for this reported failure and or related to "slip" for this product family (a3101) shows that one additional complaint was received. No new design or manufacturing trends have been identified. The complaint was confirmed, as the device failed the inspection procedure for this device ((B)(4)) to hold weight when fully extended. The IFU states the device must be serviced and pm performed as a minimum annually as this feature is not adjustable in the field. There are no records this was performed on this device since it was introduced into service.

Event description:
This is complaint 3 of 3. (Other complaints filed under mfg. Report #: 3004608878-2017-00174 & 3004608878-2017-00176. It was reported that there appeared to be some movement in the area by the bar lock where you adjust the width of the posts on the a3101. Even in the locked position it was able to move a little. Request for additional information has been received on 26may2017. The customer does not have any other information for this report.